Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10 h3, h4, h6: device history records review was completed for part: 03.010.019, lot: 1353559. Manufacturing location: haegendorf, release to warehouse date: (B)(6) 2005. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. H3, h6; product investigation was completed. The visual inspection has shown that the hook is broken off at the scale body as complaint. The hook is bent and shows a lot of wear marks on the surface. The whole instrument is in very used condition and the surface is faded which indicates that the part was used and reprocessed many times during its long term in use of 13 years. Dimensional inspection was completed and met specification. The material was reviewed and the value was confirmed to meet the specification with no relevant non-conformance noted. The visual inspection has shown that the hook is broken off at the scale body as complaint. The hook is bent and shows a lot of wear marks on the surface. The whole instrument is in very used condition and the surface is faded which indicates that the part was used and reprocessed many times during its long term in use of 13 years. The received condition of the instrument is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in may 2005 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. Based on the fact that this instrument is in very used condition and more than 13 years old we have to assume that this breakage occurred after multiple use over the years. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) surgery for a right tibial diaphyseal fracture with an expert tibial nail (etn) and depth gauge for locking screw. During surgery, when the surgeon tried to insert the depth gauge into the bone, the depth gauge broke at the base of the metal part. The surgery was completed successfully by using another device. Procedure was completed successfully with an approximate delay of ten (10) minutes. There was no report of an adverse consequence to the patient. This report is for a depth gauge for locking screws. This is report 1 of 1 for (B)(4).